Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the patient with elevated greater than 2000 ammonia levels was reporting drastically reduced readings, and it was between 42-71 then peaked in the 80s, then went to minimal readings of 5-30. Multiple sensors were used, but the device was showing 0 for an entire shift. It also stated that the unit had an unknown error code. The device did not record more than zero until the patient died several days later. It was stated that there was no indication that death was related to the product.